Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer patient. Product ID: 8840, serial#: unknown, product type: programmer. Physician. Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s ¿stimulation was turned off unintentionally.¿ it was stated that when the implantable neurostimulator (ins) was checked with a physician programmer at an outpatient visit that ¿stimulation off¿ was displayed. The stimulation was then turned on without any problem; however, the reason why the stimulation was turned off unintentionally was unknown. The manufacturer representative did talk with the physician about the possibility of an operation error of the patient programmer. It was noted the issue was reported from ¿the viewpoint of anomaly of the product or the problem of the patient¿s erroneous operation (usability).¿ it was also noted that replacement product was not required. There were no complications reported or anticipated.